Manufacturer narrative:
D9: date returned to mfg.: 11/27/2024. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿constant over temperature error, and when testing noticed there was a significant leak that looks to be coming from the return tube assembly as well¿ could not replicated. Found no crack on return tube assembly but there was a degraded o-ring at the return tube assembly. The probable cause was the o-ring and lack of silicone sealant. Replaced return tube assembly and o-ring. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a constant overtemp error; however, when testing it they noticed it had a significant leak that looked to be coming from the return tube assembly as well. They believe it may be affected by the attached recall and the internal water leak may have caused this overtemp error. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.